Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the ¿post filter¿ of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received, and a video and photograph were provided for evaluation. Visual inspection of the video, photo, and actual sample did not identify any abnormalities that could have contributed to the reported event. Functional air leak testing was performed (pressure 2 bar) and a leak was observed at the level of the return screwed connector due to a crack in the connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.